Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain along with phrenic nerve and diaphragmatic stimulation. High thresholds were also noted. The rv (right ventricular) lead was capped and replaced. No further patient complications have been reported as a result of this event.